Event description:
It was reported that the device was explanted in 2008 after 6 months of implant duration due to unknown reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.